Manufacturer narrative:
Continuation of d10: biotronik-lead  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a ventricular tachycardia (vt) storm. During the vt storm the cardiac resynchronization therapy defibrillator (crt-d) exhibited a charge time display and shock energy display abnormality. It was noted that there was no indication of anything that would amount to a shock treatment and the listed shock energy displayed was not present in the current device settings. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that there was not a suspected issue with the crt-d ability to deliver a shock. No shock therapy was delivered, there was no record of a shock episode.